Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance readings were high. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.